Event description:
It was reported via email that the customer's up button was sticking. The customer also had frequent battery changes with their insulin pump. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.